Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the hdh05 blade emitted a solid tone during the case. Another blade was used to complete the case. There was no consequence to the pt.